Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected software error detected alarms was noted during our testing however, software error detected was present in the format history file due to software error. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed software error. The patient's blood glucose at the time of incident was 10.0 mmol/l. The alarm did not occur during the rewind and prime process. A normal bolus was performed into the air and properly recorded in the daily history. The insulin pump was returned and replaced.